Manufacturer narrative:
The lot number and product are not available; therefore, the DHR review cannot be performed. Although requested, the ¿lot number¿ was not provided, therefore the UDI-pi is not available.

Event description:
It was reported by the user facility that a burn occurred during a cataract case. Possible causes may have been that the tubing was hooked up incorrectly. Surgeon complained of an unstable chamber, and lack of infusion during the sculpt mode of the case. Corneal burn was present, and the wound was sutured to close. The patient has recovered.

Manufacturer narrative:
The root cause of this complaint could not be determined as the complaint unit was not available for analysis. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.